Event description:
Caller states that the pt tested 2.53 inr while a lab drawn immediately returned as 1.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.